Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. The patient was brought in for device testing and the device sensed and converted appropriately. The patient was to be brought back for a revision procedure to explant the device and lead. No adverse patient effects were reported during the device based testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted without complication. A new rv pace/sense lead was implanted and this rv pace/sense portion was surgically abandoned. No adverse patient effects were reported during the procedure.